Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, instructions for use (IFU) and quality control (qc) were conducted for the purpose of this investigation. The product was not returned to assist with the investigation. Per qc specification, the obturator is 100% inspected before matching to the catheter. In addition, the device is 100% inspected to be free of damage, correct sizing, and that the surface has no defects with no peeling or flaking of the hc coating; and weld is secure. Per IFU states, "remove the obturator from its holder and insert it into the catheter, locking it into position. If the surface of the obturator becomes dry after removal from the holder, wetting with additional heparinized saline or sterile water will renew the hydrophilic effect. There is no evidence to suggest the product was not manufactured per specification. Based on this information and the fact the no device was returned to assist with the evaluation, we are unable to determine the cause of this failure. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Upon insertion of the PICC line, the stiffness wire broke inside the line, while the line was in the patient. The wire stretched out and broke. The retained line was noted on x-ray and removed. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence

Event description:
Upon insertion of the PICC line, the stiffness wire broke inside the line, while the line was in the patient. The wire stretched out and broke. The retained line was noted on x-ray and removed. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.